Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 11/17/2015. The fse found that pinch valve vl53b was broken. The fse replaced the valve, which repaired the leak. The repairs were verified by the fse. The beckman coulter internal identifier for this report is (B)(6).

Event description:
The customer reported a leak from the needle bellows of the coulter lh 750 hematology analyzer. The volume of the leak was about 10 ml and was not contained within the instrument. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.